Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-19619. It was reported during the pt's ipg replacement procedure, the new devices were tested and all impedances were low or invalid. Troubleshooting was unsuccessful. The ipg and lead were replaced. The surgery was extended by 90 minutes. Follow up revealed the pt was programmed and reported effective stimulation coverage.